Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lights in the tower were out. A field service engineer replaced tower light bulbs. Unable to ensure lights were powered off during installation and experienced electric shock; no major injury sustained, but will request EKG as precaution. Completed installation after removing power cable. System operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower lights were not functioning. However, there were no delays or adverse events or injuries reported based on this event.